Manufacturer narrative:
The graft remains in situ and therefore was not returned for evaluation. However, images were provided and reviewed by clinical personnel and the following was determined "the large, symmetrical and immediate ¿blush¿ of contrast leaking out of the freshly-deployed graft on the final angio run looks highly likely to be due to a type 4 endoleak ¿ through the porosity of the fabric in a fully anticoagulated patient. I note that there is contrast in the aaa sac on the full CT scan, but there is no indication as to how soon after the procedure that CT was done. There is a good 3-stent overlap between the zfen-p and the zfen-d, and I can¿t see any contrast leaking between those two components. To me, there appears to be very good apposition between them. Summary: most likely a type 4 endoleak due to patient anticoagulation and porosity of the graft fabric. I would be very interested to review if the next follow-up scan shows the endoleak hasn¿t resolved once the anticoagulation has worn off.". Review of the device history record for lot number ac1198628 found the work order appeared complete and the quality control inspection was verified to ensure that the device passed inspection. No non-conformances or temporary deviations were recorded at the time of manufacture. Review of specifications found that upon reviewing the photos taken of the complaint device during manufacture, it appears that the device was manufactured as per specifications. Review of the instructions for use (IFU) supplied with the device for general information found it to contain appropriate warnings, precautions, and instructions to the user, including: 5. Adverse events: potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak. 4.3 implant procedure: inaccurate placement and/or incomplete sealing of the zenith fenestrated aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. It is recommended that all vessels accommodated by a small fenestration be stented in order to secure positive alignment of the graft fenestration with the vessel origin. There is no evidence to suggest that the user did not follow the instructions for use. A review of the manufacturing records and specifications did not reveal any discrepancies that could have contributed to the reported event. The investigation concluded that the complaint device was manufactured to specification. A definitive root cause could not be determined from the investigation. Possible causes are: porosity of the graft fabric, patient related factor (anticoagulation). After considering this event the risk associated with the use of this device is still deemed adequate. The appropriate personnel will continue to monitor for similar complaints.

Event description:
At the conclusion of the implant procedure, there was a leak seen in-between the two components. The device was implanted, at the final imaging run there was a big rush of a leak seen. It was thought to be either a type 3 or a type 4 endoleak. Additional information received: what kind of anti-platelet or anti-coagulation therapy was the patient on? -the patient was fully heparinized during the case. Will there be any additional procedures required to fix the reported endoleak? -he will get another scan in a few months to see if leak is still present. Considering a palmaz stent if leak is still present in future scan. Was any difficulty experienced during deployment? -no difficulty during deployment. What does the physician think caused the endoleak? -he thinks the graft is not fully apposed and was questioning the diameters of device and if it was 24 in a 24. He was concerned he was given a smaller diameter. How much overlap was between distal and proximal device? The distal bofy was brought up the cross hairs -3 stents. What is the current patient condition -patient is stable with persistent type 3 leak. Waiting for rescan to see how he does and if reintervention is needed then.

Manufacturer narrative:
Additional information received: what kind of anti-platelet or anti-coagulation therapy was the patient on? -the patient was fully heparinized during the case. - will there be any additional procedures required to fix the reported endoleak? -he will get another scan in a few months to see if leak is still present. Considering a palmaz stent if leak is still present in future scan - was any difficulty experienced during deployment? -no difficulty during deployment - what does the physician think caused the endoleak? -he thinks the graft is not fully apposed and was questioning the diameters of device and if it was 24 in a 24. He was concerned he was given a smaller diameter - how much overlap was between distal and proximal device? -the distal bofy was brought up the cross hairs -3 stents - what is the current patient condition -patient is stable with persistent type 3 leak. Waiting for rescan to see how he does and if reintervention is needed then.

Event description:
At the conclusion of the implant procedure, there was a leak seen in-between the two components. The device was implanted, at the final imaging run there was a big rush of a leak seen. It was thought to be either a type 3 or a type 4 endoleak. Additional information received: what kind of anti-platelet or anti-coagulation therapy was the patient on? -the patient was fully heparinized during the case. - will there be any additional procedures required to fix the reported endoleak? -he will get another scan in a few months to see if leak is still present. Considering a palmaz stent if leak is still present in future scan - was any difficulty experienced during deployment? -no difficulty during deployment - what does the physician think caused the endoleak? -he thinks the graft is not fully apposed and was questioning the diameters of device and if it was 24 in a 24. He was concerned he was given a smaller diameter - how much overlap was between distal and proximal device? -the distal bofy was brought up the cross hairs -3 stents - what is the current patient condition -patient is stable with persistent type 3 leak. Waiting for rescan to see how he does and if reintervention is needed then.

Event description:
At the conclusion of the implant procedure, there was a leak seen in-between the two components:.= the device was implanted, at the final imaging run there was a big rush of a leak seen. It was thought to be either a type 3 or a type 4 endoleak.